Event description:
In 2009 the lay user/patient in the UK contacted lifescan (lfs) to report the one touch ultra 2 meter was giving inaccurately erratic readings. At approx 2 weeks later, the technical service representative (tsr) spoke with the patient to obtain and verify information. In 2009 at 7:00 am, the patient obtained the blood glucose reading of 7.8 mmol/l (140 mg/dl) on the reported meter. The patient took her usual dose of 28 units lantus optisent insulin. The patient then ate a banana and took novorapid insulin, and went to the gym. At 8:00 am, the patient 'was not feeling well', and consumed glucose tablets and orange juice. Upon returning home at 10:45 am, the patient experienced the symptoms of slurred speech and she passed out. The patient's blood glucose level was not tested while she was unconscious. A family member revived the patient by giving her glucose tablets, and contacted emergency services. Paramedics arrived at 11:00 am and tested the patient's blood glucose level to be 4.1 mmol/l (74 mg/dl). She was treated with oral glucose tablets, cereal and milk. The patient's blood glucose level was retested as 7.4 mmol/l. She was not transported to the hospital. The patient tests her blood glucose level five times per day. Her expected readings range from 5.8 mmol/l to 7.5 mmol/l. The patient also reported that at about 6 days later, she obtained the blood glucose readings of 9.2 mmol/l and 12.7 mmol/l on the reported meter within 10 minutes of each other. During the troubleshooting telephone call, the tsr determined the patient's testing technique was correct and the meter was programmed for the correct unit of measure. The tsr also determined the test strips were expired and the meter was programmed for the incorrect calibration code number, both of which can cause inaccurate readings. The meter, test strips and control solution were replaced. The patient used expired test strips. The patient allegedly suffered severe hypoglycemic symptoms despite obtaining an elevated reading on the reported meter, and received emergency medical attention and treatment. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.